Manufacturer narrative:
(B)(4). Manufacturer¿s report # 3004209178-2016-02733 for the patient¿s subsequent device issue.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) implanted 2.5 years ago ((B)(6) 2008) and stated that they needed to be recharged every 4 days. It was noted that after the surgery it would last for 30 days. Additional information received on (B)(6) 2012 from the patient reiterated that they used to recharger every 30 days and now had to recharge every 4 days. They stated that for them to get the best pain coverage they were running 4 programs. The patient noted it was a "pain" for them to recharge every 4 days. Follow up information received from the healthcare professional (hcp) on (B)(6) 2012 reported that the device was working but x-rays taken were pending. The hcp also noted that the manufacturer was going to interrogate and update them with the results. It was noted that there may be a revision in the future. Further follow up information received on (B)(6) 2016 from the patient reported that their new ins battery was working well but needed to be charged every 3 to 4 days. The ins was then replaced. The indication for use for the implanted device was noted as complex regional pain syndrome type I. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up information received from the patient reported was not sure of the model number of the device installed in (B)(6) 2008. They noted that the device had to be charged every 4 days and was still functional. If additional information is received, a follow up report will be sent.